Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged settings issue could not be verified while the alleged occlusion issue was verified in the pump logs, however, no failure was identified.